Manufacturer narrative:
(B)(4). Customer has provided logs and data set. A f/u report will be submitted once the investigation has been completed.

Event description:
A pharmacist requested an event log review for possible overinfusion of morphine on an lvp: "pt started on morphine drip 3/2 at 1238. Two lines set up on two separate channels of alaris upmp. Ns set at infusion of 10ml/hr. Morphine 1mg/ml bag set to infuse at 2mg/hr as per orders using guardrails. At approx 1400 rn returned to pt room to respond to alaris beeping. Rn noted that morphine bag was empty." It was reported that the pt became unarousable and was given narcan ivp and narcan drip. The pharmacist stated that pt is ok with no lasting effects. The customer stated that no further pt/event info is available.